Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 2 centimeters (cm) in size and located in the right upper lobe posterior segment on a fissure. Radial ultrasound bronchoscopy (rebus) was utilized to localize the lesion. Instruments used under c-arm fluoroscopy for biopsy included a 21g flexision biopsy needle, compatible forceps, and a bronchoalveolar lavage were performed. The procedure was completed as planned with no delays. A chest x-ray was performed after the procedure which detected a 2.4 cm-sized pneumothorax; a chest tube was placed to resolve it. The patient was asymptomatic and did not require additional interventions. The pneumothorax resolved, and the patient was sent home 2 days after the procedure. The physician believed that the pneumothorax would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.